Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer primed the tubing to address the issue. Customer¿s blood glucose (bg) level was "high"; specific value was not provided. Customer delivered a correction bolus via the pump to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Additionally, it was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.